Event description:
On (B)(6) 2012 customer reported that the dxc 800 pro instrument generated critically high sodium (na) results. The results were not reported out of the lab. Customer stated that the samples were repeated (it is unknown if on the same instrument or a different instrument) with 'normal' recovery. These results were reported. Customer refused to provide any data results. Quality control (qc) data showed that on the day of the event, na qc was 10-15 mmol/l higher than the mean. Field service engineer (fse) inspected the instrument and found possible contamination of the flowcell. Fse decontaminated the system, and replaced the carbon bridge and electrodes. Fse also found that the electrolyte injection cup (eic) valve flapper was cracked. Fse replaced the valve and the modular chemistry collar wash. Fse verified performance. No further issues were reported.